Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be [detected/prevented] by following the instructions for use which state: -inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope forceps elevator did not seem to be working correctly. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.